Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 (crep2) results for 3 patient samples tested on a cobas 8000 c (701) module. For patient #1 the initial crep2 result was 2.82 mg/dl with a repeat result of 0.88 mg/dl. For patient #2 the initial crep2 result was 2.12 mg/dl with a repeat result of 1.09 mg/dl. For patient #3 the initial crep2 result was 3.26 mg/dl with a repeat result of 1.08 mg/dl. The initial results were reported outside of the laboratory. The repeat testing was performed on another c701 analyzer and the repeat results were deemed to be correct. There was no allegation of an adverse event. The crep2 reagent lot number and expiration date were requested but not provided. The field engineering specialist (fes) found contamination in the cell rinse probes and a defective pinch tube. He cleaned the cell rinse needles and repaired the pinch tubing. Additional information was requested for the investigation but not provided. The fes findings could not be confirmed as the root cause due to missing information. There have been no further issues following the service visit.